Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return. The probable root cause cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be confirmed or replicated. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted surgical procedure, a permanent cautery hook instrument started smoking, the hook and cord were removed and replaced with another robotic hook to complete the surgery. There was no known harm to the patient who recovered well and was discharged to home the same day. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) received mw5187459 stating: 33 year-old female with symptomatic cholelithiasis underwent same day robotic gall-bladder removal surgery and during the surgery, a specific piece called a robotic hook (which attaches to the da vinci arm) started smoking, the hook and cord were removed and replaced with another robotic hook to complete the surgery. There was no known harm to the patient who recovered well and was discharged to home the same day. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that there was no thermal damage on the instrument and no collision occurred.